Manufacturer narrative:
H11- corrected data. B5-describe event or problem. H6- evaluation codes.

Event description:
It was reported that, during a tka, the pin that holds the end of a outer-grip locking fem implant impactor fell off. However, no pieces fell into the patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. No patient harm was reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, the pin that holds the end of a outer-grip locking fem implant impactor fell off. It is unknown if pieces fell into the patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. No patient harm was reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the pin is missing causing the device to dissemble. The missing pin was not returned. The device shows signs of extensive wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. His device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H2: additional information ¿h9¿. H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the pin is missing causing the device to dissemble. The missing pin was not returned. The device shows signs of extensive wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. However, it was determined that the work instruction that describes the assembly of this product indicates that both dowel pin holes shall be reamed using the drill press. Further investigation confirmed that this was an unapproved step in the assembly process as this caused out of tolerance measurements for the pin hole located on the drive shaft and an increased potential for the disassembly of the dowel pin and the impactor plate from the impactor. Therefore, this event can be confirmed and it was concluded that the cause of the reported incident was the unapproved assembly process of the pin to the drive shaft. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.